Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 400ml, flow rate: 14ml, procedure: total knee replacement, cathplace: femoral nerve block. Bolus button would not depress. Catheter was removed and nurse observed fluid coming from the catheter. Basal line working but the bolus button would not depress.

Manufacturer narrative:
Method - received one partially full pump for eval and investigation. Results - the visual inspection of the unit found the select-a-flow (saf) set at 14ml/hr, the clamp closed, and the pca (bolus) reservoir empty. Air gaps were found in the tubing to and from the pca. The pump initially had no flow when the pinch clamp was opened, so the tubing was removed and cleaned with a warm bath and air source. The tubing was reconnected, and after priming the pump tubing, pca, and saf, the infusion of the pump was checked and the pump infused. Conclusions - the pca was then tested and was found to function within spec. The directions for use (dfu) (pn 1306085, rev. A) provide complete instructions for priming this pump with a select-a-flow and ondemand bolus device. A review of the lot history found no confirmed complaints of a stuck bolus button for this lot. Although the complaint could not be confirmed, this product is currently under recall.